Manufacturer narrative:
Product analysis conclusion; the reported occlusion of the endurant iis stent graft was confirmed on the films provided. Lack of pre-implant CT¿s did not allow for a thorough assessment of the pre-implant anatomy. Complete post-implant CT¿s were not available for review and the stent graft in-vivo configuration could not be evaluated. It is most likely that the narrowed right limb diameter identified was a factor in the occlusion of the stent graft limb. It is possible that calcification noted may also have contributed to limb narrowing. Other possible contributors to vessel occlusion include an unknown coagulopathy that is now presenting or a previous history of pad leading to poor distal run-off. Analysis of the returned films did not reveal any obvious out of specification stent graft integrity issues. B:5 additional information received; it was confirmed that the occlusion was only in the bifurcate and the 16x16mm limb. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: e tlw1616c93e, serial/lot #: (B)(4), ubd: 15-jan-2022, UDI#: (B)(4). Product ID: etlw1613c124e, serial/lot #: (B)(4), ubd: 19-aug-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis bifurcate stent graft system was implanted in the endovascular treatment of a 54mm abdominal aortic aneurysm. It was reported that a CT performed just over 3 months later , showed no flow to the right common iliac artery. The patient had presented with a leg issue. Intervention was performed and after multiple unsuccessful attempts at a thrombectomy, an aui stent graft was implanted and a fem/fem bypass was performed successfully. As per the physician the cause of the event was anatomy. It was noted there was thrombus in the aortic neck and narrowing in the common iliac artery. No additional clinical sequalae were provided and the patient is fine.